Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled device change out procedure, the right ventricular lead exhibited low impedance but elected to only replace the pulse generator. After the procedure was completed, the physician tested the lead impedance again and noted low measurements. The lead was capped and replaced. The patient was in stable condition post surgery.